Event description:
It was reported that during an unknown orthopedic procedure, the device deployed malformed staples. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.